Event description:
Customer complains blood leak after ten minutes into treatment. The blood in the extracorporeal circuit was not returned by clinical policy and the pt lost approx 245ml of blood. No medical intervention necessary.